Manufacturer narrative:
The device was received by spacelabs healthcare and evaluated by a equipment service center technician. The technician confirmed the reported problem and traced the issue down to a faulty cpu pcba. The device was repaired and returned to the customer. The cause of failure was a faulty cpu pcba.

Event description:
The customer reported that while in use, their qube bedside monitor would intermittently revert to the boot screen. There was no patient or user harm associated with this event.